Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application. The customer reported they encountered "data loss again and again" and "turned black" which required them to be treated with "emergency spray" and dextrose provided by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. No malfunction or product deficiency has been identified. Thus, this is complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported an issue with the adc application. The customer reported they encountered "data loss again and again" and "turned black" which required them to be treated with "emergency spray" and dextrose provided by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.